Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. Customer's blood glucose level. Technical support instructed the customer on the correct way to press the button, but the issue persisted. Therefore, technical support decided to replace the pump, and the customer was informed that the pump, which was within warranty, needed replacement. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address, provided instructions for transport in storage mode, and instructed the customer to return the faulty pump within 10 days using a pre-paid label and return box.